Event description:
Starting IV on pt with #20 angiocath, to the left antecubital space. Venipuncture successful, attempted to advance catheter into vein. Unable to advance after a couple attempts. At that point pushed button to retract needle, needle retracted partially, but would not release from angiocath. Needle and angiocath removed from pt arm. Needle was poked through catheter at an angle, no injury noted to pt arm, pressure to area and then gauze with tape secured at insertion site.